Event description:
It was reported that the programmer incurred an error when loading device information. Recycling the power would not clear the error. No patient complications have been reported as a result of this event. Upon further review, it was noted that the error occurred during a softward load.

Event description:
It was reported that the programmer incurred an error when loading device information. Recycling the power would not clear the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further review prompted a change in the device analysis results. (B)(4) 2011: there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The programmer is not used with a patient when software updates occur; therefore, there is no potential to cause or contribute patient injury or death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.